Manufacturer narrative:
This report is based soley on customer reported issue. Attempts have been made to contact the initial reporter.

Event description:
Customer described the weight of the drape moved the frame/tracker and they also said the plastic was interfering with light causing a signal error. This is the initial report and tidi is in the process of obtaining further information and will be investigating.